Event description:
It was reported that 100 bd luer-lok¿ tip syringes had broken plunger rods. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "a pharmacy student intern at (B)(6) and we are reaching out with a question about your product, the bd luer lok graduated 1 ml syringes. Some providers have complained to us about more resistance in the syringes, making it more difficult to administer botox. Also, some have informed us that a few of the syringe plungers break off at the base of the rubber stopper. Additional info from customer: (11-sep-2023) -please provide quantity of products found defective for plunger movement difficult and plunger broken, respectively. This issue occurred with about 100 syringes. -please provide event date. August 22, 2023. -are you able to identify the material and lot number of the defective syringes? Lot number is 3194579 expiration date 6/30/2028. -is there any adverse event occurred? No."

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. The photo displayed four 1ml luer lock syringes with customer attached tip caps and customer applied labels were present on all syringes. The two syringes on the left were observed to be missing their plunger with the stopper present in the barrel beyond the graduated scale, the two plungers next to the barrels were missing their tips. The two syringes on the left were non-conforming per product specification. The two syringes on the right did not exhibit any visible defect and appeared to be acceptable per product specification. Potential root cause for the broken plunger defect is associated with the assembly process. The plunger movement difficult condition could not be confirmed from the photos provided. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that 100 bd luer-lok¿ tip syringes had broken plunger rods. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "a pharmacy student intern at xxxxx and we are reaching out with a question about your product, the bd luer lok graduated 1 ml syringes. Some providers have complained to us about more resistance in the syringes, making it more difficult to administer botox. Also, some have informed us that a few of the syringe plungers break off at the base of the rubber stopper. Additional info from customer: (11-sep-2023) please provide quantity of products found defective for plunger movement difficult and plunger broken, respectively. This issue occurred with about 100 syringes. Please provide event date: (B)(6) 2023. Are you able to identify the material and lot number of the defective syringes? Lot number is 3194579 expiration date 6/30/2028. Is there any adverse event occurred? No."

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.